Event description:
During primary shoulder surgery performed on (B)(6) 2021, after implanting the smr glenosphere ø 40mm (product code 1374.09.121, lot #2115554 - ster. 2100240), the surgeon realized that the glenosphere was positioned at an incorrect angle. It was reported that the surgeon proceeded to remove the glenosphere: a standard taper breaker tool was used without success and caused the smr glenoid peg tt small-r #m (product code 1375.14.652, lot #2007012 - ster. 2000230) to become dislodged from the tt augmented 360 baseplate #s-r 15° (product code 1375.15.515, lot #2108247 - ster. 2100196). According to the complaint source, surgeon continued to with other tools on hand until successfully removing the glenosphere. It was reported that the tray with the proper taper breaker tool was missing. Glenosphere removal caused a 30 minutes delay to the surgery time. When the glenosphere was placed in the proper position the surgeon noticed that the glenosphere locking screw would not engage threads. It was reported that surgeon chose to not use the screw as the glenosphere was evaluated to be appropriately secured onto the baseplate. X-ray taken after surgery completion revealed that the peg had been dislodged from the hole and was recessed further, explaining the reason for which the glenosphere screw would not thread. It was reported that surgeon scheduled a revision on the next day (registered as complaint # (B)(4) and reported to the FDA with MFR #3008021110-2021-00086). Patient is a male, (B)(6). Event happened in the us.

Manufacturer narrative:
By checking the DHR of the involved lot #2115554, lot #2007012 and lot #2108247 no pre-existing anomaly was found on the items placed on the market with the same lot #s. We will submit a final MDR as soon as the investigation will be completed.

Manufacturer narrative:
Investigation: by checking the manufacturing charts of the involved lot number 2115554, no pre-existing anomaly was found on a total of 37 items manufactured with the same lot number. According to our records, at least 36 out of 37 glenospheres with lot number 2115554 and sterilization 2100240 have been implanted and no complaints other than these two were received on this lot number. By checking the manufacturing charts of the involved lot number 2007012, no pre-existing anomaly was found on a total of (B)(4) items manufactured with the same lot number. According to our records, all 60 glenoid pegs with lot number 2007012 and sterilization 2000230 have been implanted and no complaints other than these two were received on this lot number. By checking the manufacturing charts of the involved lot number 2108247, no pre-existing anomaly was found on a total of (B)(4) items manufactured with lot number 2108247 and sterilization 2100196. According to our records, all 20 augmented baseplates with lot number 2108247 and sterilization 2100196 have been implanted and this is the only complaint received on this lot number. The items involved in the complaint were not available to be returned to limacorporate for further analysis. Investigation of the reported intra-operative issue revealed that the difficulty in removing the glenosphere from the augmented baseplate was due to the use of a standard taper breaker tool. A proper instrument for taper break of glenospheres from augmented baseplates was missing during surgery. The consequent dislodging of the glenoid peg was caused by the removal of taper break using a standard instrument. If re-orienting or revising a glenosphere impacted onto an augmented baseplate is performed with a traditional sphere removal instrument, the glenoid peg can separate from the metal back baseplate. To overcome the issue, limacorporate has developed a set of instruments (set code 9013.39.000) and a technique to remove/re-orient the glenosphere (currently available in united states). Pms data: according to limacorporate pms data, the occurrence rate of intra-operative dislodging of the glenoid peg from the augmented baseplate due to difficulty in removing the glenosphere is lower than 0.01 % based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Event description:
During primary shoulder surgery performed on (B)(6), 2021, after implanting the smr glenosphere ø 40mm (product code 1374.09.121, lot number 2115554, sterilization 2100240), the surgeon realized that the glenosphere was positioned at an incorrect angle. It was reported that the surgeon proceeded to remove the glenosphere: a standard taper breaker tool was used without success and caused the smr glenoid peg tt small-r #m (product code 1375.14.652, lot number 2007012, sterilization 2000230) to become dislodged from the tt augmented 360 baseplate #s-r 15° (product code 1375.15.515, lot number 2108247, sterilization 2100196). According to the complaint source, surgeon continued with other tools on hand until successfully removing the glenosphere. It was reported that the tray with the proper taper breaker tool was missing. Glenosphere removal caused a 30 minutes delay to the surgery time. When the glenosphere was placed in the proper position the surgeon noticed that the glenosphere locking screw would not engage threads. It was reported that surgeon chose to not use the screw as the glenosphere was evaluated to be appropriately secured onto the baseplate. X-ray taken after surgery completion revealed that the peg had been dislodged from the hole and was recessed further, explaining the reason for which the glenosphere screw would not thread. It was reported that surgeon scheduled a revision on the next day (registered as complaint #(B)(4) and reported to the FDA with MFR #3008021110-2021-00086). Patient is a male, 68 years old. Event happened in the united states.